Manufacturer narrative:
.

Manufacturer narrative:
The field service engineer, (fse) evaluated the instrument and determined the ise waste drain valve (p/n 467396) connected to line 22 was obstructed causing the ise drain to overflow. The fse described the obstruction as residual waste build up, removing the obstruction from the valve resolved the issue. The repairs were verified and no further leaking was observed. Identification of failure mode: the failure mode is an obstructed ise waste drain valve (p/n 467396, valve r/p watt burkert). No erroneous results were generated or reported. This failure mode can impact any or all chemistries, including critical chemistries. (B)(4).

Event description:
Customer reported a leak when using the unicel dxc 660i synchron access clinical system. The leak was described as a contained ise (ion selective electrodes) drain overflow. The customer stated all electrolytes failed calibration with back to back errors and calcium failed with reference noise error after cleaning the flow cell. The customer observed the ise drain overflowing and bubbles in the ise ratio pump chamber. The customer emptied the ise drain using a transfer pipette and suspected the ise drain port was obstructed. The operator was wearing gloves when the event occurred. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Event description:
The event occurred on a unicel dxc 600i synchron access clinical system.